Event description:
It was reported when using the bd vacutainer® k2 edta 5.4mg , the device experienced the whole tube push off from the non-patient end of the needle. The following information was provided by the initial reporter. The customer stated: during using the tube, it was found that the tube occurred tube push off issue. The pressure in the tube is too large, and the blood collection needle is pushed outward, which increases the operation difficulty of nursing staff. The nursing staff increased their efforts to fix the needle handle and complete the operation.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to tube push off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode tube push off. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2 edta 5.4mg , the device experienced the whole tube push off from the non-patient end of the needle. The following information was provided by the initial reporter. The customer stated: during using the tube, it was found that the tube occurred tube push off issue. The pressure in the tube is too large, and the blood collection needle is pushed outward, which increases the operation difficulty of nursing staff. The nursing staff increased their efforts to fix the needle handle and complete the operation.